Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there were stitches hanging out from the incision site which felt hard and they went ahead and cut the stitch about a week or two ago. There was a report that the incision area was infected. The patient reported that the implant site was hurting, burning, and "feels hot like there was fever in it." They had pain at the incision site and their whole back. It was also reported that the incision site was red and there was a discharge coming out from it. There was a report that the patient was frustrated. It was later reported that the patient was in the hospital for 7 days and 14 days of antibiotics through a peripherally inserted central catheter (PICC) line. A lot of time, pain, and money went into resolving the issue. It was reported that they were working on resolving the issue. The stimulator was removed and they were working on taking care of the infection that it caused. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.